Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming functionality testing) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functionality testing.